Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed multiple falsely depressed calcium results while using the architect c4000 analyzer. The following data was provided. Calcium. Patient 1 initial 5 mg/dl. Patient 2 initial 5.5 mg/dl. Repeat results were in the normal range (8.4 to 10.2 mg/dl), however the specific repeat value per patient was not provided. No impact to patient management was reported.